Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a cardiac resynchronization therapy defibrillator (crt-d) set screw issue was suspected to be causing oversensing and myopotentials, high rate episodes, and inhibition of pacing. During the new crt-d implant procedure, the right ventricular (rv) lead was replaced and zero myopotentials through the analyzer were noted and the lead was noted to exhibit undersensing. However, when the rv lead was connected to the initially implanted crt-d more and different myopotentials and oversensing and under pacing were observed. The rv lead and crt-d were explanted and replaced. No patient complications have been reported as a result of this event.